Manufacturer narrative:
The reload was not returned for investigation and no lot number was provided. The video of the surgery was reviewed internally and with the surgeon. However, no root cause could be determined.

Event description:
During a lobectomy, the surgeon fired the reload on the pulmonary vein. Staples were incompletely formed and bleeding resulted. The vein was closed with a 12mm stapler. The patient was fine. Complete patient information was requested several times but was unable to be provided.